Manufacturer narrative:
The reported symptom code (blank screen) was confirmed. The reported symptom code (burning smell) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. Voltage check failed, upon turning on the cycler the display was blank despite the front panel buttons being lit up. Further investigation led to t1 having burn damage on the inverter board. A known good inverter board was used, and the display began working as intended. Voltage check passed. There were no other discrepancies encountered during the internal inspection of the cycler. There were no indications of a burning smell during the above testing.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during the last drain. The power cord was properly connected in both ends. The cycler was rebooted and the ok and stop buttons lit up, however, the screen remained blank. The nurse reported and electrical smell. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned. Additional information was solicited, but unavailable.

Manufacturer narrative:
Correction: plant investigation - added hdr information plant investigation: the reported symptom code (blank screen) was confirmed. The reported symptom code (burning smell) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. Voltage check failed, upon turning on the cycler the display was blank despite the front panel buttons being lit up. Further investigation led to t1 having burn damage on the inverter board. A known good inverter board was used, and the display began working as intended. Voltage check passed. There were no other discrepancies encountered during the internal inspection of the cycler. There were no indications of a burning smell during the above testing. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
...